Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing including defib/pacer stress testing, bench handling and defib cycling without duplicating the customer's report. An internal inspection found no discrepancies. The analog shields were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.